Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a dislodged grip-tang near the base of the grip tip. This causes jaws not to be removed from the trocar properly. The complaint was confirmed by failure analysis the probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that when trying to apply a clip, the surgeons hand movements at the surgeon side console (ssc) were not matching what the tip of the large hem-o-lok clip applier instrument would do. The instrument was inspected prior to using and nothing was noted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated that when they attempted to fire the clip the angle of the instrument would move in an unintended direction. The surgeon stopped trying to close the clip and moved the instrument away from the cystic duct and then tried closing the clip when it was not around or near any structure. It again did an unintended movement. Customer removed the instrument entirely and used another clip applier.